Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was failed and not detected on bus. A field service engineer found main drawer 4.1 online. However, not all pockets were detected on the bus, and all light emitting diodes (led) on the module controller were illuminated, reseated the row board cables at the drawer controller, verified that all pockets were restored and detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine was alerting nursing and technicians that the drawer failed and unable to recover, because it was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.